Manufacturer narrative:
No complaint was received with return of the device. Failure event observed during analysis. Final analysis found a partial lead (only connector portion) was returned in one piece measuring 5.7 cm. Full breached outer insulation degradation was found at 4.8 - 4.9 cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.